Event description:
Bilateral mcghan (style 68) 25-68361. Implanted in year of 2000. Began experiencing symptoms in 2017. Extremely long list of head-to-toe life limiting symptoms. In 2019, diagnosed with undifferentiated connective tissue disease. Explanted bilaterally 2020. Although there is much controversy regarding breast implant illness, I have extensive documentation of approximately 80% of the disorder's symptom list. I felt it was necessary to notify you. I truly feel as if these implants are the root to my ailments. Thank you. FDA safety report ID# (B)(4).